Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a loss of suction at 20 percent during lasik flap creation of the left eye. A new patient interface was used to complete treatment and there was no patient harm.

Manufacturer narrative:
The review of logfile shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. Also the image of the ablation check shows a valid and good test. The reported treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal which caused the interruption of the treatment during bed cut . So the reported issue is not caused by the system or the used patient interface. The info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No technical root cause was identified. The root cause is user handling. (B)(4).